Manufacturer narrative:
Additional manufacturer narrative: manufacturing lot number was provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: customer report of leaking jar was confirmed. Plastic jar had multiple cracks at the bottom end of the jar. One crack split the bottom end of jar and cracked open one side of the jar extending to the jar lid. Patch that was caught in between the crack was dehydrated. Shrink seal was intact on patch jar. Approx 5% of the glutaraldehyde solution remained in the jar. Tag alert was soaked in glutaraldehyde but displayed "ok." Additional manufacturer narrative: the serial number reported is not valid; therefore, no device history record (DHR) review can be done at this time. Investigation is ongoing and will be reported on a supplemental report.

Event description:
Reportedly, the hospital found a leak in a jar containing a pericardial patch prior to use. Edwards received information that a nurse found a leak in a jar for a patch. This was detected prior to use at the hospital. It is unknown when the jar became damaged as it was reportedly delivered to the hospital with no leak.. The device was returned for evaluation.

Manufacturer narrative:
A model 4700 pericardial patch and its packaging were returned and evaluated by engineering. As reported, there was no leak confirmed when the dealer delivered the device to the hospital. The nurse realized there was a leak from the jar at the hospital. As received, the jar had multiple cracks at the bottom end of the jar. One crack split the bottom end of the jar and cracked open one side of the jar extending to the jar lid. The patch that was caught in between the crack was dehydrated. The shrink seal was intact on the patch jar. Approximately 5% of the glutaraldehyde solution remained in the jar. The tagalert was soaked in glutaraldehyde but displayed ¿ok¿. Based on the evaluation done by engineering, the root cause of the jar crack cannot be conclusively determined; however, it is likely the jar cracked and leaked during storage at the hospital. The dealer confirmed there was no leak when delivering the device to the hospital, suggesting there were no damages or cracks to the jar. It is likely the cracks and damages occurred at some point during storage at the hospital. It is likely the jar was dropped on its base from a minimum height of two (2) feet. Drop tests demonstrated dropping a 12 oz. Jar in its shelf box at a height of two (2) feet yielded similar cracks to those observed in the returned jar. The jar in the drop test was also filled with water to simulate glutaraldehyde and when the jar was cracked, water leaked inside the packaging. Pre-deco photos show the carton to be soaked with glutaraldehyde. This likely occurred from the jar cracking and glutaraldehyde leaking into the packaging. Leaks from the jar due to cracks would likely be noticed during final packaging procedures. Based on the available information, no corrective action will be taken as this event does not appear to be manufacturing related and it appears to have occurred within storage at the hospital. The instructions for use (IFU) states that pericardial patches from containers found to be damaged, leaking, without adequate glutaraldehyde, or missing intact seals must not be used for human implantation.